Event description:
It was reported that customer experienced repeated cgm error on pump, with same error occurring multiple times and not being resolved by resetting. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged a warranty replacement pump, confirmed shipping address, provided instructions for putting problematic pump into storage mode, advised customer to re-enter pump settings and reconnect cgm on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.